Event description:
It was reported that the patient was diagnosed with a posterior dislocation of a previously well-functioning left total knee revision. This was thought secondary to the patient's weight of approximately 150 kg. The knee was reduced under anesthesia, posteriorly the surgeon proceed to removed the tibial component and replaced it with a 15 mm size 3/4 genesis ii constrained articular insert.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Based on the available information, the root cause of the ¿aseptic loosening of the patella¿ of the first revision cannot be concluded. The root cause for the second revision was likely as stated the ¿posterior dislocation¿ and the observed laxity of the knee. It is unknown if the patient¿s body habitus contributed to this issue. No current information has been provided on this patient at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that the patient was diagnosed with a posterior dislocation of a previously well-functioning left total knee revision. This was thought secondary to the patient's weight of approximately (B)(6). The knee was reduced under anestesia, posteriorly the surgeon proceed to removed the tibial component and replaced it with a 15 mm size 3/4 genesis ii constrained articular insert. Several treatments and medical interventions were done such as meds prescription, injections, CT scan tests, x-rays, which ended up in the closed reduction and poly exchange performed on (B)(6) 2017.